Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the biomed customer on the v60 indicating that while servicing the device and is unable to complete screen calibration. The touchscreen does not detect touch correctly in the bottom portion of the screen. Unit fails touchscreen calibration at the lower center target. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace the touchscreen. The investigation is ongoing.